Event description:
The customer reported image noise during setup/inspection for use an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - address 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.